Event description:
Consumer alleges hit a blind spot and ran into a curb and the unit allegedly flipped on top of him.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Per tech: replaced armrests and battery and unit is working properly. Update line 1 of establishment address.

Event description:
Consumer alleges hit a blind spot and ran into a curb and the unit allegedly flipped on top of him.